Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the secondary IV line infused back into the primary bag rather than fully into the patient. Only noticed at the end of the infusion as there was 31.4ml left on the IV pump but the chemo bag was almost empty. Primary IV drip chamber was full of liquid which was previously not full. Attempted to squeeze drop chamber back into primary bag but it filled up again as secondary was infusing. There was patient involvement, however outcome is unknown.